Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the air tube clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the air tube. In addition, we confirmed that the water nozzle clogged, the water tube clogged, the u/d and the r/l knobs loose, the angulation-right angulation decrease, and the angulation-up angulation decrease; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0630(air/water & jet water channels)" and/or the risk analysis results, it was evaluated to submit MDR.